Event description:
User facility reported that a bowel perforation was discovered during post-operative care of a colonoscopy patient. Physician did not believe the device was defective, however, attributed the penetration to a sharp tip on the snare. The device was discarded and was not returned to the manufacturer.

Manufacturer narrative:
Investigation and design review attempted to duplicate/identify any potential cause and was unable to determine cause. Manufacturer has had no other reports of similar event.